Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The screws for the battery divider were replaced to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report missing screws for the battery divider on the rear case. This prohibits the batteries from being securely installed in the battery wells. In this state, the device would may unexpectedly lose power or not be able to power on when needed. There was no patient use associated with the reported event.